Event description:
As reported by the user facility: hung IV fluid bolus of 1000ml of ns at rate of 1000/ml/hr. Stated infusion at 1307. Infusion should have been complete at 1407, did not alarm until 1430. Five hundred ml of fluid still in bag but pump reading 1000 ml infused. Reset the remaining fluid to infuse (500 ml at rate of 1000 ml/hr). Pump beeped at 1420 stating infusion complete, 200 ml still in bag. Pump number (B)(4). Reference MFR # 9610825-2014-00211.